Manufacturer narrative:
Reassessment of this incident found it not to fulfill reporting criteria. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results. H6: updated codes. H10: the device, used in treatment, has not been returned for evaluation, the concomitant canister was received. Due to human error the device has been lost or disposed of. The sample handling process has been reviewed to prevent a further re-occurrence. All provided information available has been reviewed, and at this time we cannot establish a relationship between the device and the reported event or determine a root cause. A probable root cause may potentially include a component failure, and we can confirm the canister was produced before the implementation of corrective action to optimize this product. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. Corrective action was initiated to address this issue wherein the investigation concluded the filter location in the canister filter housing lacked manufacturing control specificity which potentially could result in a false alarm in some configuration combinations. Clarification to the manufacturing control step for the canister filter housing was introduced in december 2019 to resolve the issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. As no batch/lot number has been provided, a device history record review could not be performed. However, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Probable causes include, kinks leaks and blockages. The instruction for use offer further guidance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that full tank alarm activated without being the tank full. A new 300ml container is collocated but the full tank alarm keeps turn in on. When the renasys touch device is changed and a 800ml optimized container is used, seems the issue to be solved. The sensitivity of renasys touch devices turns on this kind of alarm when auxiliary material non optimized is used. No harm or injury reported.